Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported on (B)(6) 2014 that when he was awakened during implant of the new system he told ¿them¿ that he felt stimulation at the waist but ¿they didn¿t listen to me¿. He was later told that there was too much scar tissue for the doctor to place in the ideal location. The stimulation target location was for lower back and legs. The permanent device does not work as well as the trial experience. The stimulation was in the wrong location. There is too much stimulation in the waist area. Reprogramming of the stimulation was done a couple weeks ago and 5 brand new settings were programmed. The first setting was good only for a while. He has gone through all of the settings and has decided to turn the stimulation off. He feels better with it off. He wanted to know why the settings were not holding as they were fine during the programming session. Additional information has been requested.